Manufacturer narrative:
G4: 10oct2019. B4: 14oct2019. The event was already reported on pr # (B)(4), MDR # 2031642-2019-09779. The complaint details will be captured there. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The manufacturer¿s international service technician reported that the ventilator could not run on battery during periodic maintenance. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019. The service technician identified that the pm pcba (power management board assembly) required replacement. The pm pcba was replaced and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.

Event description:
The manufacturer¿s international service technician reported that the ventilator could not run on battery during periodic maintenance. There was no patient involvement.